Event description:
During a robotic bowl case, md asked for a sureform stapler with a blue load. Scrub tech placed staple load in stapler correctly and handed it to another md to place in trocar. When md went to fire the load an error popped up on screen. We removed the stapler from robot, took out staple load and then reloaded. Placed back in trocar and tried again to staple, same error message came up to which then we got a new stapler and worked properly at that point.